Event description:
It was reported that there was loss of image during the procedure.

Manufacturer narrative:
Alleged failure: does not go off stryker logo. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: defective electrical component failure ic u14 on the digital board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image during the procedure.